Event description:
Event description guidant received information that a dissection of the coronary sinus occurred during the attempted implant of this left ventricular lead. This lead was removed, and the procedure was abandoned.